Event description:
It was reported that the pt had an allergic reaction and the implantable neurostimulator wound dehisced. The hcp placed a clamp on the incision for several weeks. When the clamp was removed the implantable neurostimulator immediately pushed out. The implantable neurostimulator was replaced with a smaller device. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.